Event description:
Caller reported that the pump battery would not charge, and they received a power source alert. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging, and planned to follow up on the situation. Upon follow up the pump was working as intended.